Event description:
On (B)(6) 2024, patient underwent an endovascular procedure to treat an ascending repair a zone 4 descending dissection. In addition, physician also implanted a gore® tag® conformable thoracic stent graft with active control (ctagac) system (implanted retrograde). On an unknown date during a follow-up CT, it was observed the ctagac graft was in-folded at the distal end of the graft, closest to the lsc. On (B)(6) 2025, patient underwent a reintervention. Physician extended the previous graft with a new 28x15 tag, (29580512) to the lcc after performing a lcc-lsc bypass. Physician was able to expand the previous graft in-fold by placing the additional ctagac and ballooning. The patient tolerated the procedure. The physician does not know what caused this in-folding issue. No further patient or images information are available.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20: the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.